Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe 10ml ll 21x1in. The following information was provided by the initial reporter, "particle found in side the packing as well as in side the syringe. Same incident happened in other hospital." 9 occurrences were reported.

Manufacturer narrative:
Investigation: two photos and three actual samples were received by our quality team for evaluation. Upon visual inspection it was observed that there was foreign matter inside the packages; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. During the investigation the team observed jagged holes on the bottom web and black dust foreign matter inside the package on the returned samples. The black dust foreign matter inside the package and syringe could be due to pest infestation that could have been brought into package when the pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distributed to the customers¿ premises meaning this incident could have occurred out of the manufacturing facility. The team had also reviewed the pest controls records at the manufacturing plant and no abnormalities were detected at the 10ml manufacturing line. Hence, are unable to identify the root cause.

Event description:
It was reported that foreign matter was found before use with a syringe 10ml ll 21x1in. The following information was provided by the initial reporter, "particle found in side the packing as well as in side the syringe. Same incident happened in other hospital." 9 occurrences were reported.